Event description:
The customer reported that during a routine check of the iabp, there was a blank screen on power up followed by black/white stripes. The customer reported that the screen came on after about one hour. No pt was involved.

Manufacturer narrative:
The maquet rep confirmed the complaint for intermittent display issue. The maquet rep replaced the cable video receiver to lcd (part number 0012-00-1747), instr display replacement (part number 0065-00-0391), display w/ rtv bead seal (part number 0160-00-0113), and mounting plate nec display (part number 0406-00-0916) were replaced on (B)(4) 2013. The functional tests were performed and safety inspected. The iabp met the factory specifications. (B)(4).